Event description:
Caller tested 4.7 inr on the coaguchek xs system while a comparison lab returned as 2.5 inr. Caller adjusted his warfarin dose on his own, based on the reported results. No adverse event reported. Requested return of suspect system and replacement was sent.